Event description:
Same case as: 2134265-2014-01155. It was reported that a wire detachment occurred. The 90% stenosed target lesion is located in a moderately tortuous and severely calcified proximal left anterior descending artery. An unspecified rotablator burr and a 330cm rotawire were selected for rotational atherectomy. While testing the burr on the wire outside of the patient, the rotawire detached while setting the speed. The procedure was completed with another of the same rotawire. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. The visual and tactile inspection was performed and the device returned fractured; moreover, the distal section was not returned. (B)(4) lab revealed that failure occurred due to torsion overload in an area which presented wear reduction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-01155. It was reported that a wire detachment occurred. The 90% stenosed target lesion is located in a moderately tortuous and severely calcified proximal left anterior descending artery. An unspecified rotablator burr amd a 330cm rotawire were selected for rotational atherectomy. While testing the burr on the wire outside of the patient, the rotawire detached while setting the speed. The procedure was completed with another of the same rotawire. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years older. (B)(4).